Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number for ou: mw5115756 & mw5115757. The event description was: "patient was given a prescription for acuvue one day moist contact lenses with a 9.0 base curve allowing the contact lens to move properly on the eye. This lens also transmits oxygen with a dk/t of 33. Hubble gave the patient lenses with a tighter base curve of 8.6 so the lens does not move as well on the eye. It also has a dk/t of only 18.8 so not only is the lens too tight on the eye, it does not transmit oxygen well at all. This resulted in 3 mm of corneal neovascularization on the patient's right cornea and 2mm corneal neovascularization on the left eye. The patient was sent supply after supply of lenses without prescription until he finally asked them to stop sending the lenses to him. If left unchecked, the corneal neovascularization would have spread across the central corneas causing permanent vision loss. I advised him to throw all of these lenses away. In my experience, online contact lens vendors will purposely call an office to "verify" a contact lens prescription on saturday night at 7:00 pm after closing and not receive a response on sunday and then fill whatever contact lenses they want to substitute to the detriment of our patients. Therapy dates: (B)(6) 2017 - (B)(6) 2023."